Manufacturer narrative:
No product investigation is required as the medical issue is due to lack of delivery of meter. A replacement meter has been sent to customer.

Event description:
Customer called with a complaint that due to lack of delivery of her meter, she had not tested her blood glucose and experienced symptoms of nausea, shakes, sweats, a thick tongue and a bad taste in her mouth. Customer was driven to an emergency room, diagnosed with diabetic ketoacidoses and treated with orange juice, given a medication (type of medication not documented) and given medication for a "bad headache". No hospital meter readings are reported and replacement meter has been sent to customer.